Event description:
Caller reported a cgm error 42, which was associated with a sensor session. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset and walked the caller through the process, which successfully resolved the error without the pump displaying the cgm error code again.